Event description:
Originally received as an inquiry, when the customer inquired about circumstances that could cause a graft to leak fluid. Additional info received on 6/30 (pictures), indicated that there was a reintervention to replace a graft. No other event info could be obtained.